Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a little breathless. Interrogation showed that a patient alert had activated for a ride through power on reset which changed the device parameters. The device was reprogrammed back to its original settings and remains in use. No further patient complications have been reported as a result of this event.